Event description:
The report received from the affiliate indicated that an 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During the initial inflation. The bc was used to post-dilate a smart control stent that was just deployed. The product was successfully removed from the patient. Another powerflexpro 8 x 40 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right iliac artery. The lesion was reported to be: heavily calcified, moderately tortuous, and a 90% stenosis. The approach was made from the left femoral artery with a non-cordis guiding sheath. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an 80 cm. Powerflex-pro 8 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During the initial inflation. The bc was used to post-dilate a smart control stent that was just deployed. The bc was successfully removed from the patient. Another powerflex-pro 8 x 40 bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right iliac artery. The lesion was reported to be heavily calcified, moderately tortuous with 90% stenosis. The approach was made from the left femoral artery with a non-cordis guiding sheath. Multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. Review of lot 16098324 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (calcification, tortuosity and stenosis) may have contributed to the reported balloon burst. Neither the DHR nor the information available for review suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.